Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation the cable connecting the distribution node (dn) and rear therapy electrodes was pulled from the strain relief. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that the cables on his electrode belt were damaged. The pt was issued a replacement electrode belt.